Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not print and had an overheated message in the print queue. As a result the main processor unit circuit board was replaced. It was also noted that the keyboard was pulling apart, the media bay door latch was missing, and the display screen lowers by itself in some positions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer printer does not work. When trying to print, a message was displayed stating "printer not ready." The session was exited, power cycled. Then went to the print queue, when the message "printer overheated" appeared. The programmer was returned for repair. No patient complications were reported as a result of this event.